Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system was performing as intended. The navigation system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a deep brain stimulation (dbs) nexframe procedure. It was reported that the surgeon had a non-registered imaging scan taken of the patient with bone fiducials with an imaging system. After attaching the nexframe, an auto-registered scan was taken with a second different imaging system. A manual registration was performed using the bone fiducials. There was an attempt to try to navigate on the imaging registration from that same exam, but when the surgeon went to the acquire images task, only the non-auto registered exam appeared. The auto-registered scan would not appear. The exam card would not show as selected even after tapping on it. There was an attempt to switch tasks, de-select and re-select the patient and also an attempt to log out, but the issue persisted. There was an attempt to take a second auto-registered scan but this exam also would not appear in the acquire images task. The case was proceeded with use of the bone fiducial manual registration. There was no impact to the patient outcome and less than an hour delay due to the reported issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.